Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failed the calibration for an error 80 (non-recoverable system error), expected was 6 and actual was 28. A check of the diagnostics showed a failed mixing pump.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was not duplicated during testing. Preventatively serviced the mixing pump sn 190228-091. A DHR review not required because this reported issue was unconfirmed and not a manufacturing or supplier related failure. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was failed the calibration for an error 80 (non-recoverable system error), expected was 6 and actual was 28. A check of the diagnostics showed a failed mixing pump. Per sample evaluation results on (B)(6) 2024, it was reported that the arctic sun device unit was primed to fill.